Event description:
It was reported that pump experienced malfunction 12 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump independently, and will continue to use current pump; will rely on alternate method if necessary.